Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. The IFU states: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization.

Event description:
The balloon ruptured during the preparation. The amount injected into the balloon was appropriate. The operation was successfully completed using another catheter. No injury was reported to the patient.